Event description:
Patient called to report a device problem with his dexcom g7 cgm sensors. Patient stated that the devices fall after only 3-4 days and that he had 2 sensors fall off his arm in 1 week. He stated the device also disconnects from the mobile app and he must wait 30 minutes to re-connect. He stated that the adhesive is no good, the device is supposed to remain applied longer. Reference report mw5160424.